Event description:
Additional information provided from the field indicated the previous oversensing of noise observed was likely the result of abrasion of the implanted leads from a possible subclavian crush. This system was reprogrammed off and will be taken out of service at a later time. A new system was implanted in the patient on their right side. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise causing pacing inhibition for approximately two seconds. The rv lead has been reprogrammed and remains in service. No additional adverse patient effects were reported.